Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated, the MFR will file a f/u report detailing the results of the eval.

Event description:
Info was received that reported a pt was treated in 2008 for an incident of diabetic ketoacidosis. Per the reporter early in the evening, on event date, she began to feel ill. Around 6:00pm, the pt's blood glucose was >500. Upon admit to the hosp it was 778 mg/dl. She was diagnosed with diabetic ketoacidosis and treated with IV fluids and insulin. The device should be returned for eval; to ensure that it is functioning correctly and did not contribute to the reported incidence, but as of the date of this report had not been returned for eval.